Event description:
The following was reported to hamilton medical ag: "device returned to biomedical with unclear errors; after inspecting the log files, we can see a sequence of errors in (B)(6), full calibration was done on (B)(6)". There was patient involvement reported with no health consequences or impact. It was reported that the device was replaced. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
Investigation outcome: it was reported "device returned to biomedical with unclear errors; after inspecting the log files, we can see a sequence of errors in 20th of july, full calibration was done on 28th of july." The device was replaced and sent to the biomedical department. Additional information was received from partner reported the device entered ambient mode while ventilating (technical faults 444001, 485001, etc.) The device was checked and run continuously for ~48 hours with no recurrence of the issue. Most probably battery low alarms were not acknowledged and the device switched to ambient state due to completely discharged battery. The device was returned to service. It is unknown why the batteries were left depleted despite several low battery alarms. This case is considered as closed.